Manufacturer narrative:
The follow-up was created to document the conclusion of the investigation and corrected device information. One titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the exhaust tube of cylinder 2 at the tubing/strain relief junction. Testing revealed this to be a site of leakage. Microscopic examination of the separation revealed the surfaces to be rough and irregular, indicating sufficient stress was exerted to separate the site. Partial separations within abrasion were noted in a couple locations on the shorter exhaust tube of the pump. Testing revealed these to not be sites of leakage. Surface abrasion was noted on all pump tubing and the exhaust tubing for both cylinders. Based on examination of the returned product, it was concluded that while in-vivo the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could most likely contribute to sufficient stress(s) to separate the exhaust tube of cylinder 2 at the strain relief/exhaust tubing junction. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
This follow-up was created to correct the implant date. Implant date previously reported was in error. The implant date is unknown.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted

Event description:
According to the available information, the pump is not refilling. During explant surgery a leak was identified at the clear pump tubing at the cylinders tubing junction. Another inflatable device was implanted.